Manufacturer narrative:
Minimal information has been received by the manufacturer. Attempts are being made to gather additional details. A supplemental report will be filed should further information be obtained.

Event description:
It was reported that there was post-operative set screw loosening from the pedicle screws and rod displacement at the l4-l5-s1 levels. This is report 1 of 3 for this event.